Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hiatal hernia. Event description: rep. Wasn't present for the case. Limited information was available at the time of reporting. The rep. Received an e-mail from his hospital contact that stated the following: "the trocar broke into many pieces inside the patient yesterday afternoon." The procedure being performed and patient status is currently unknown at this time. The product is available for return. Additional information received from applied medical account manager, via e-mail on september 9th, 2019: "procedure: laparoscopic hiatal hernia. Physician: dr. [Name]. Incident description: the obturator on the 5 x 100 mm trocar broke while in patient. All pieces were confidently recovered. The patient was not harmed. The broke trocar was disposed of and is not available to send back to applied medical." Patient status: "the patient was not harmed."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, based on the description of the event and previous events that were reported to applied, it is likely that the fractured obturator was caused by a material abnormality, which occurred during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic hiatal hernia event description: rep. Wasn't present for the case. Limited information was available at the time of reporting. The rep. Received an e-mail from his hospital contact that stated the following: "the trocar broke into many pieces inside the patient yesterday afternoon." The procedure being performed and patient status is currently unknown at this time. The product is available for return. Additional information received from applied medical account manager, via e-mail on (B)(6) 2019: "procedure - laparoscopic hiatal hernia physician - dr. [Name] incident description - the obturator on the 5 x 100mm trocar broke while in patient. All pieces were confidently recovered. The patient was not harmed. The broke trocar was disposed of and is not available to send back to applied medical." Additional information received from applied medical account manager, via e-mail on (B)(6) 2019: "I have attached the pictures that the or materials manager sent me a day after the incident. Unfortunately, the pictures do not have a picture of the trocar itself and they have disposed of the broken trocar. I was able to follow up with the nurse in the case and she doesn't believe that another device was being used alongside the trocar." Patient status: "the patient was not harmed."